Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the stimulator itself did not cause the infection, what caused the infection was the healthcare provider was going to change the battery in the stimulator, they had one in each hip and they cut the patient open in 3 places. The machine at the clinic that the doctor needed to look through was broken, so the patient was taped up and sent home. They were told they could be seen back in 10 days or so. The patient was upset that they had not checked the machine prior to surgery and they were sent home without antibiotics. They got a horrible infection in the 3 places they were cut open and had to take antibiotics to get over it. They went to a new healthcare provider to be taken care of after that and have their new device placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapeutic effect from their implantable neurostimulator (ins). The patient noted that their symptoms were worse at night. They usually had ice tea during the day and had one glass of wine in the evenings and knew that these beverages can affect their bladder control. The patient also took the medication ¿myabedrix (sp?). The patient had not made any adjustments to their device themselves and noted that their husband used to help with that but they had passed on. They were initially programmed in the doctor¿s office and that is where the programming had stayed. Additional information from the consumer reported that she was having a cystoscopy on (B)(6) 2016 to check her bladder and the health care professional (hcp) wanted the manufacturers¿ representative (rep) present to check the longevity of the device to know when the battery needed replacement. The patient had the battery for 5 years. It was noted that whenever her battery was changed, the hcp was probably going to give her some botox. When the patient stood up, she peed. She peed 4-5 times a night. She took myrbetriq in the morning so she did not pee all day long when she was out but at night, she had to put a potty next to her bed so she could go the moment she had the urge to pee. She had the problem for years but she was still having the problem since implant. The hcp was trying to help her; it was unknown if she had something else. Additional information was received. The patient reported their previous battery was not effective, they stated the battery wasn't working and wasn't stimulating enough, it was like the device was not implanted. In (B)(6) 2015 they went to their healthcare provider because the battery was dead, the doctor was going to change it however they couldn't see it their back was taped up and sent home and said to come back in 10 days so they could open up and do surgery. Patient services was unable to clarify what was taped up on the patient's back. Patient did not go back to that doctor, they chose a new one. The patient reported they got a tremendous infection where they were operated on. The patient went to see their obgyn who prescribed an antibiotic. The patient saw another healthcare provider who saw them and put them on stronger antibiotics. The patient noted it took a long time to get over it. The patient insisted that during implant not to send them to the clinic as they wanted the hospital. The patient reported in 2015 they had been cut open 3 times and that resulted in infection. No further complications were reported or anticipated.